Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records. We have verified that the reported lot number is the same as a lot number that is part of the u by (B)(4) sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. We are unable to provide an UDI number or model.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by email that during removal her ubk sleek tampon came apart and pieces remained inside. It is unknown if medical was seen.